Event description:
It was reported that a 5f 12cm engage hemostasis introducer sheath was selected for use during a diagnostic heart catheterization. Post procedure when removing the sheath from the arteriotomy resistance was felt half way through removal. This was painful for the patient and the sheath was elongated and stretched. The dilator was inserted into the sheath but was unsuccessful and a 4 f dilator was then inserted to assist in the removal process. A femoral cutdown was performed and the sheath was removed. Inspection of the sheath after removal showed a normal proximal to distal appearance with the middle section elongated. The patient had a medical history of congestive heart failure (chf) with numerous percutaneous catheterizations leaving this patient with scar tissue at both femoral groin sites.

Manufacturer narrative:
No product was returned for evaluation. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information received, the cause for the reported event could not be conclusively determined; however, the physician stated the patient's anatomy contributed to the event. The engage introducer sheath instructions for use (IFU) states to advance dilator/sheath assembly with a twisting motion to avoid damage to the sheath or vessel. The engage introducer sheath instructions for use (IFU) states individual patient anatomy and physician technique may require procedural variations.